Event description:
A pt's complete device system was removed due to an infection. No further info was provided at the time of this report. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).